Manufacturer narrative:
(B)(4). The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information. The 3.5 x 16 mm graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a dissection and perforation in the right coronary artery which occurred during atherectomy. A 3.5 x 16 mm graftmaster covered stent was advanced but could not cross. A 3.5 x 19 graftmaster was reported as not being implanted; however, there was no additional information reported for this device. The perforation was ultimately sealed; however, the patient had tamponade and cardiac arrest and subsequently expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rx coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.